Event description:
It was reported that the health care provider (hcp) was unable to aspirate drug from the catheter access port (cap) during a catheter dye study and so the catheter was replaced. The timeline of the cap issues was unknown. The patient¿s personal therapy manager and daily doses were decreased following the revision. The pump was infusing clonidine, bupivacaine, compounded baclofen, and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8731, lot# b005720n22, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: catheter. (B)(4).